Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the battery tube threads, crack in the case on the battery tube side which starts at the left belt clip rail, another crack in the case that runs horizontally across the battery tube about where the bottom of the battery compartment is located. The pump was received without a battery cap. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" errors were noted during testing. No unexpected pump error 43 or 41, motor errors, or prime/rewind anomalies were noted during testing. Thump software was utilized and uploaded trace/history files properly. The adapt tool lists the following battery related alerts/alarms around the event date: 58=failed battery test occurred on (B)(6) 2024 @ 15:51:04, 15:15:21, 15:51:43, 15:52:09, & 15:52:19. The adapt tool reveals that pump error 43 occurred on (B)(6) 2024 @ 15:50:21, 15:56:23, & 15:59:16 and that pump error 41 occurred on the same date @ 15:50:21, 15:56:23 & 15::59:16. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. The motor was tested outside the pump, and it passed. In summary, the customer¿s report of pump errors 43, 41 was confirmed in the pump's history but that of battery failed alarms was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed battery alarm, received pump error 43, pump error 41. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed, customer was able to clear the error and pump passed displacement test. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Product return was requested for mmt-1880l and customer response was the device will be returned.